Event description:
A caregiver contacted global technical services (gts) regarding assistance with a system error 2240 that appeared while using the homechoice (hc) during dwell 3. A supply bag had fallen and disconnected. Gts had the caregiver cycle power to clear the error. The caregiver elected to complete the patient's therapy with manual supplies. Gts reviewed proper procedure, per the user manual, with the caregiver. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error (se) 2240 alarm. The report was not confirmed due to lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the se 2240 was due to air being sucked into the disposable after the supply bag fell and disconnected. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).